Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that there were registration difficulties with scan and plan. The star marker was found but had terrible image quality in lateral so they couldn¿t segment to plan for the first two attempts. The first oarm spin that they took was clear enough to see the bodies and count the levels. After importing it to the mazor it clearly significantly degraded the image to the point where they couldn¿t even segment bodies safely. After they saw that first image and realized they couldn¿t use it, they had to completely back out and start the mounting, snapshot, marking the spine and placement of oarm tracker all over again. The rep didn't feel getting a CT on that patient would have been any better. When they brought the c-arm in to see screw placement in prep for possible cement in the screws, they couldn¿t see anything. The patient was very large and had horrible bone quality, so the registration process would have been challenging even with a CT. The star marker was not found for the next two attempts. The case was aborted and switched to stealth. It was noted that the scan and plan workflow requiring a full restart of the operation mode was not ideal for workflow especially when the star marker and patient were in the same position and all they require is a new scan attempt with different parameters. It was noted that the case was delayed for over an hour due to multiple scans. There was no patient harm. There were no additional complications reported or anticipated as a result of the event.

Manufacturer narrative:
Evaluation of the returned software exports indicated that the reported issue happens sometimes when an image is transferred from the o-arm to workstation, mostly on big patients. Software defect #(B)(4) was opened. If information is provided in the future, a supplemental report will be issued.